Manufacturer narrative:
The device was returned and the fractured tip confirmed. Examination of the device identified the distal tip of the inner rod fractured off just above the last thread with a high load flexural fracture consistent with off angled excessive force. A review of the device history record notes no material non-conformance, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Lot: em39907 was released for field use on sep 4, 2019. The root cause of the reported event is considered physical field damage associated with excessive off angled force and wear fatigue from 6 years as part of a consigned set that was subjected to handling and repeated sterilization cycles after distribution into the field. Wear and damage accumulate over time. The fractured tip per surgeon¿s prerogative was left in-situ fixed in the interbody, the stainless-steel materials that were unretrieved in this event can be considered to exert very low toxicity potential and to pose negligible risk to the patient. No additional investigation required at this time. Labeling review: "residual risks to the patient associated with use of general surgical instruments are: cleaning and sterilization failures, sterile barrier compromise, corrosion, and unretrieved instrument fragments which may cause or contribute to infections, fever, wound dehiscence, immunological response and immunological, systemic, or allergic reactions. In some instances, treatment of these events may require surgical intervention including revision surgery. Skin irritation, rash, sensitization and/or cell death which may occur in the event a patient is allergic to a material used in the system instruments. Instrument malfunctions which potentially result in surgical delays (thereby causing additional exposure to anesthesia, blood loss, and infection), a change in surgical plan, failure to achieve optimal clinical result and/or, infrequently, cancellation of a procedure. Such malfunctions include instrument fracture, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration; instrument fracture may also result in injury to the patient. Risks inherent to invasive surgical procedures associated with site access and preparation which cannot be eliminated. These risks include early or late infections, pain, tissue damage, tissue swelling, hematoma, ecchymosis/contusion (bruising), wound dehiscence, and minor nerve injuries (such as numbness or mild weakness) and, while rare, also include the following: bone fractures (including lateral mass fracture, spinous process fracture, vertebral body fracture, endplate fracture), serious nerve damage or neurologic deficit (numbness, weakness, or loss of function), vascular injury, and dural tear (with the potential for cerebrospinal fluid leakage); many of these events may necessitate revision surgery. Damage to anatomy critical to fixation may compromise the ability to achieve proper fixation, stabilization, and/or fusion. The incidence of some events may be increased due to instrument failures which, when functioning as designed, serve to mitigate common surgical risks." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the potential risks of the surgery." "Pre-operative warnings the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. Some instruments may be used in conjunction with other nuvasive devices. Refer to the instructions for use for these devices for important labeling information. Do not use these instruments for any action for which it was not intended such as hammering, prying, or lifting." "The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury." "Instruments should be protected during storage and from corrosive environments. Refer to cleaning and sterilization instructions below for all non-sterile parts. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Intra-operative warnings the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. Over-bending, notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage. When using the maxcess mas tlif system for distraction care must be taken to avoid damaging the pedicles which could compromise pedicle screw purchase. The physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted." "Method of use if there is any doubt or uncertainty concerning the proper use of instruments, please contact nuvasive customer service. Any available surgical techniques will be provided upon request. For optimal results, the same type of instruments used for implantation should be used for implant removal." 9004421-en w-2022-12 literature review: review of biocompatibility of stainless steel for use in nuvasive, inc. Medical instruments final report has provided sufficient supporting documentation for the stainless steel used in the nuvasive, inc. Medical surgical instruments at locations of potential instrument failure to be considered biocompatible and to exert very low toxicity potential and to pose negligible risk to the patient. Nuvasive tr-9605033.

Event description:
The cage was dropped out because the inserter fractured during impacting by metal hammer. The surgeon could not retrieve the fragment from the cage. No adverse patient consequences reported.